Manufacturer narrative:
Image review: one fluoroscopic image and eleven cine loops of the pre-implant balloon dilation and implant procedure were provided for review of the event. Imaging shows an infold forming during the valve deployment. Paravalvular leak (pvl) on the left coronary cusp (lcc) side is clearly visible. Imaging shows the moment just before the balloon dislodged the valve frame. The valve was still attached to the deflated balloon. It appears that while trying to disengage the balloon from the valve, the frame got stuck and severely deformed. Since the valve threatened to block the combined left carotid and subclavian artery take-off (bovine arch), the implanters checked that the artery was still perfused. A new evolut valve was deployed past the primary frame and successfully implanted. The provided images show that the most likely cause for the valve dislodgment was the post-implant balloon dilation balloon getting caught while withdrawing from the valve frame. Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0013055641); product type: 0195-heart valves; implant date; explant date product ID d-evolutfx-2329 (lot: 0012827589); product type: 0195-heart valves; implant date; explant date. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a post-dilatation attempt with a 24mm non-medtronic balloon following implantation of transcatheter aortic valve, strange resistance was encountered. The physician decided to retrieve the balloon to attempt entry into the prosthesis from a different angle, at which point the valve unintentionally dislodged and was pulled out by the balloon. A second valve was successfully implanted. Upon inspection of the balloon after the procedure, a plastic protrusion was found next to the balloon tip, which could have acted as a hook during the retrieval phase.

Event description:
Additional information was received that the post-dilation was performed for mild-moderate paravalvular leak (pvl).

Manufacturer narrative:
Updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a post-dilatation attempt with a 24mm non-medtronic balloon following implantation of transcatheter aortic valve, strange resistance was encountered. The physician decided to retrieve the balloon to attempt entry into the prosthesis from a different angle, at which point the valve unintentionally dislodged and was pulled out by the balloon. A second valve was successfully implanted. Upon inspection of the balloon after the procedure, a plastic protrusion was found next to the balloon tip, which could have acted as a hook during the retrieval phase. Additional information was received that the post-dilation was performed for mild-moderate paravalvular leak (pvl). Additional information was received to report the pvl may have been caused by a low implant depth.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. D. Suspect medical device. The initial medwatch reported the dcs as a concomitant product; however, additional information was received to indicate the dcs may have contributed to an implant depth that was too low and caused the pvl. Let this report reflect the dcs as an associated device that cannot be excluded as a contributing factor to the subsequent adverse events. Product ID d-evolutfx-2329 (lot: 0012827589); product type: 0195-heart valves; manufactured date: 2025-05-21; use before date: 2027-05-21; implant date: non-implantable; FDA site ID: 9612164; full UDI: (B)(4). H6. And additional codes were added to align with the dcs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.